Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) / migration of essure device location of device:right side essure device came from middle of fallopian tube and the mispositioned within my within my endometrial cavity where it embedded / expulsion of essure device: endometria'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)/I went to the hospital with bleeding and learned that I was 10-12 weeks pregnant') and abortion infected ('septic spontaneous abortion') in a (B)(6) female patient who had essure (ess205) (batch no. 5089903-not valid, 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, multigravida and parity 2. Current weight (B)(6). Essure confirmation test: other (please describe) left placed 2005/ right in 2006. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included incomplete abortion. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2004 to 2005 and oral contraceptive nos from 2003 to 2004. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion spontaneous (seriousness criterion medically significant), 9 months 14 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("other injury(ies) or complication please describe:fibroids;cysts"). On (B)(6) 2016, the patient experienced abdominal pain upper ("pain/ right upper quadrant"). On (B)(6) 2016, the patient experienced abdominal pain ("pain/abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion infected (seriousness criterion medically significant), fatigue ("fatigue / extreme tiredness"), cyst ("other injury(ies) or complication please describe:fibroids;cysts"), nausea ("nausea"), abdominal pain lower ("pain/abdominal lower"), coital bleeding ("postcoital bleeding"), pelvic pain ("I went to the hospital with pain") and pyrexia ("l had a fever"). The patient was treated with curettage was performed. And tubal ligation left side on my essure. Essure (ess205) treatment was not changed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, abortion infected, dyspareunia, abdominal pain, fatigue, uterine leiomyoma, cyst, migraine, abdominal pain upper, nausea, abdominal pain lower, coital bleeding, pelvic pain and pyrexia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion infected, abortion spontaneous, coital bleeding, cyst, device breakage, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pyrexia, uterine leiomyoma and uterine perforation to be related to essure (ess205). The reporter commented: on (B)(6) 2005: unilateral placement of essure device on left side, hysteroscopic appearance of possible unicornuate uterus as no right cornua or tubal ostia were visualized. Insertion details: on (B)(6) 2005: left essure placed and on (B)(6) 2006 : right essure coil placement. On an unspecified date, patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram on (B)(6) 2006: impression: essure micro insert in the left fallopian tube which is occluded. Patent right fallopian tube filling defect in the uterine cavity and right tube consist with injected air. On (B)(6) 2006: migration of essure device, expulsion of essure device, breakage of essure device, perforation (fallopian tube), perforation (uterus). Ultrasound scan on (B)(6) 2006: finding:8 weeks size uterus, normal external genitalia and vagina. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, upper abdominal pain, abortion infected. Lot number reported 5089903 is not valid. Lot number: 12272578 manufacture date: 2004-12 expiration date: 2006-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: pfs received-new events- "device breakage,fallopian tube perforation, perforation (uterus),postcoital bleeding, I went to the hospital with pain, I went to the hospital with bleeding and learned that I was 10-12 weeks pregnant, l had a fever", reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.